Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was returned to good working order. The field service engineer (fse) visited the site and identified that the reported issue was caused by the customer using an incorrect key on the geo module. The fse advised the customer on the correct key to use. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario involves user error in operating the system as instructed, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the shutters were unavailable, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.